Manufacturer narrative:
Invasive examination revealed that the loss of capture was caused by a loose ventricular set screw. The set screw was tightened and the device remains implanted and is functioning properly.

Event description:
Information received from the field does not address the patient's clinical status but notes that there was a loss of capture in both unipolar and bipolar configurations at 7.5 v. An ECG revealed that there were no spikes when the device was programmed to bipolar but spikes were present in unipolar. The device was sensing properly.~~~~~~~